Event description:
It was reported that "blood-like" stains were found at the base of the bd precisionglide¿ needle during use. The following information was provided by the initial reporter: "the 18g needle had blood like stains near the base."

Manufacturer narrative:
Investigation summary: three photos were provided. They show a needle assembly with the plastic hub having some brownish color stains. The needle assembly has no sealed packaging blister. Failure mode is verified, however, bd is unable to determine what the foreign matter is based on the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "blood-like" stains were found at the base of the bd precisionglide¿ needle during use. The following information was provided by the initial reporter: "the 18g needle had blood like stains near the base."